Manufacturer narrative:
(B)(4). Infection. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an "ap resection" procedure in 2010, and an absorbable hemostat was used. The product did not absorb at all and a surgical site infection occurred. The pt is still recovering. Additional information was requested.